Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Reportedly, the patient had breast cancer and the tumor had grown into the device pocket. There were no additional adverse patient effects reported. The rv lead was abandoned surgically.